Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a battery out limit alarm. The customer was advised the possible causes of the alarm. Customer's blood glucose was 460 mg/dl. She also reported a hospitalization for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 80 mg/dl. The customer stated she must have not given herself insulin because she had high blood glucose all day. The customer was still in the hospital at the time of the call. No additional info provided.